Event description:
During an unrelated, elective device replacement surgery, loss of capture and increased pacing impedance were detected on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was stable.